Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that drainage was performed.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is female/77 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, and UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: delayed coronary artery vasospasm leading to cardiac arrest after pulsed field ablation for atrial fibrillation heart rhythm (2025) 1547-5271 doi.org/10.1016/j.hrthm.2025.10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 77-year-old woman who underwent pulsed field ablation (pfa) procedure for persistent atrial fibrillation (af). Seventy-eight minutes after the procedure, the patient suddenly developed complete atrioventricular block, leading to cardiac arrest. Return of spontaneous circulation was achieved after cardiopulmonary resuscitation and intravenous epinephrine. Emergent coronary angiography revealed diffuse severe coronary artery vasospasm (cav) in the right coronary artery (rca) and diffuse moderate cav in the left coronary artery both of which improved after intracoronary nitrates administration. The status of the device is unknown. The patient was hospitalized. No additional adverse patient effects were reported